Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the data key. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator. The patient was not harmed or injured as a result of the event.